Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. Reprograming of the device and a potential commanded shock was discussed. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. Reprograming of the device and a potential commanded shock was discussed. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements which were stable in the 150-170 ohms range, and likely attributed to calcification. Technical services (ts) discussed troubleshooting options and programming considerations, recommending 41j commanded shocks. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. Reprograming of the device and a potential commanded shock was discussed. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements which were stable in the 150-170 ohms range, and likely attributed to calcification. Technical services (ts) discussed troubleshooting options and programming considerations, recommending 41j commanded shocks. No adverse patient effects or interventions were reported at this time. Additional information received reported that this right ventricular (rv) defibrillation lead surgically abandoned and replaced due to high pacing thresholds. It was noted that the implantable cardioverter defibrillator (ICD) was also explanted and replaced during the same procedure. No additional adverse patient effects were reported.